Event description:
The user received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The user stated she added the test onto a sample that had already been on the cobas c501 analyzer. She reported out a result of approximately 9000 miu/ml. The doctor questioned the result and the sample was repeated days later with a result < 5 miu/ml. The user declined to research the specific results. The repeat result was considered to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 16250103 with an expiration date of (B)(6) 2012. The user declined a service visit.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the limited information provided by the customer. As the customer did state the quality control was within range, a reagent issue was not suspected. No adverse events for patient were reported.